Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 80% stenosed lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. A 15mm x 2.0mm maverick balloon catheter was advanced to predilate the target lesion. Upon first inflation at 12 atmospheres, it was noted that the balloon was "not inflated and seem to be bursted." The procedure was completed with another of the same device. No complications were reported and patient¿s condition is stable.

Manufacturer narrative:
Device evaluated by manufacturer: the maverick 2 catheter was received with no original packaging or other devices. The balloon was deflated, as-received. There was no evidence of any proximal bond anomalies or distal outer neckdown. Magnified inspection revealed no damage. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall 4mm from the distal edge of the proximal markerband. The balloon presented no irregularities in the balloon material or the ro marker. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 80% stenosed lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. A 15mm x 2.0mm maverick balloon catheter was advanced to predilate the target lesion. Upon first inflation at 12 atmospheres, it was noted that the balloon was "not inflated and seem to be bursted." . The procedure was completed with another of the same device. No complications were reported and patient's condition is stable.

Manufacturer narrative:
(B)(4).